Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 350 mg/dl and treated it with manual injections. The customer declined troubleshooting for high blood glucose on insulin pump. The insulin pump will be returned for analysis.